Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional pro-code: hwc. (B)(6). Initial reporter is a j&j sales representative. Part #: 04.043.355s-us. Lot #: 694p121. Manufacturing site: (B)(4). Release to warehouse date: 25, march 2022. Expiry date: 29, february 2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, while attempting to ream, the reaming shaft would not pass over the reaming rod. It was the determined that the flanges at the tip were bent. Another shaft was used and the surgery progressed. While drilling for a proximal interlocking screw, the drill bit hit the nail and would not pass. Another screw hole was selected and successfully placed. The surgery was successfully completed. No surgical delay. No patient consequence. This complaint involves two (2) devices. This report is for one (1) tibial nail-advanced / 11 405 / sterile. This is report 1 of 2 for complaint (B)(4).